Event description:
The customer reported via phone call experiencing high blood glucose levels and that the sensor reading was inaccurate. The customer's blood glucose was 430 mg/dl, compared with the sensor reading of 150 mg/dl. The customer stated that he had received a steroid injection recently. He did not observe any damage to the sensor upon its removal but did notice some blood at the insertion site once he removed the sensor. The customer stated that the sensors being used were expired and was advised against using expired sensors. The customer stated that one sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.